Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were unable to describe the possible damage to the drive support cap. Customer was unable to clear the alarm and unable to rewind the insulin pump. The insulin pump will be returned for analysis.